Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the tip of the inner shaft has broken off. Heavy wear marks on the distal window has evidence of interference. Unable to perform a functional inspection due to the broken tip. The probable root cause could be debris got caught between the tip and housing causing the tip to break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the shaver blade broke off at the tip. The tip was located and removed.

Event description:
It was reported that the shaver blade broke off at the tip. The tip was located and removed.